Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one iap opened within original packaging. The iap was filled with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and solution streamed from a 0.4590" crack in the female luer connector close to the syringe. Physical damage to this component is considered out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the bard® intra-abdominal pressure (iap) monitoring device is intended for the monitoring of intra-abdominal pressure via a foley urinary catheter. The measured pressures can be used as an aid in the diagnosis of intra-abdominal hypertension (iah) and the associated clinical syndrome of abdominal compartment syndrome (acs). Caution as an interpretive tool, the bard® intra-abdominal pressure monitoring device should be used along with other clinical indicators to aid the physician in the diagnosis of intra-abdominal hypertension (iah) and the associated clinical syndrome of abdominal compartment syndrome (acs). Device description: the bard® intra-abdominal pressure monitoring device is composed of a tubing set used for infusing fluid into the urinary bladder through the foley catheter sampling port. It utilizes a clamping device to occlude the urinary drainage tubing to form a fluid column through which pressure is measured. Important: the bard® intra-abdominal pressure monitoring device does not include a saline bag, pressure transducer or monitoring system. It adapts to the saline bag, pressure transducer and monitoring system used in your ICU. The bard® intra-abdominal pressure monitoring device must be replaced at the time the urinary catheter and/or urinary drainage tubing is replaced. The bard® intra-abdominal pressure monitoring device is for use with bard® foley trays with ez-lok® sampling port. Contraindications ¿ not for use on pediatric patients ¿ not for use on patients with compromised bladder function warnings ¿ use only saline for pressure measurement. ¿ ensure tubing fluid path is primed so there are no air bubbles. ¿ ensure the iap sampling port is seated tightly to the catheter drainage tubing sampling port prior to use. Precautions ¿ single use only ¿ federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ not made with natural rubber latex ¿ sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. ¿ this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Sterile contents: ¿ 30 cc syringe ¿ infusion and pressure transducer tubing ¿ saline bag spike & cap ¿ zeroing stopcock ¿ dead-end transducer cap ¿ proprietary drain tube clamp ¿ valve port ¿ check valves for controlling and directing flow ¿ statlock® foley device kit"

Event description:
It was reported that the device had a hole in it. This was noted prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device had a hole in it. This was noted prior to use.